Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient's infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.